Event description:
It was reported that the battery longevity went from 56% down to 11% in approximately three months. A review of device downloaded memory was done by technical services, premature battery depletion is suspected. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.